Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence. The aus was explanted and replaced, the physician opted to place a higher-pressure balloon for this patient. There is no additional information reported.